Event description:
An analysis was performed on the returned tablet and the reported allegation was not verified. No anomalies associated with the tablet performance were noted during testing. The tablet performed according to functional specifications.

Event description:
It was reported that the physician's programming system was having issues. When they used it to interrogate patients, nothing happened on the initial tries. No lights showed up on the wand, and it was not until they retried the interrogation 3 or 4 times before successfully communicating. It was reported that this issue started happening the prior week of the report on three patients. The vns representative performed troubleshooting on (B)(6) 2016 with her demo generator and confirmed the issue. She was only consistently able to get it to interrogate after 3 or 4 tries and sometimes it would require her to reboot the tablet. All three patients' devices were able to be interrogated prior to the patients leaving the clinic, so no therapy was affected. Via troubleshooting, the issue was isolated to the tablet. The tablet was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was later reported that the physician's wand that was used with the suspect tablet was not working. It was reported that the wand power light did not illuminate even after the 9v battery is replaced. Analysis was completed on the wand. The returned 9v battery in the wand was depleted. After the battery was substituted, the programming wand performed according to functional specifications.